Manufacturer narrative:
The initial MDR 2432235-2020-00341, was filed on (B)(6) 2020. Additional information (B)(6) 2020: the customer service engineer (cse) replaced the lamp and the reaction ring on the instrument. The cse performed precision testing with acceptable results after replacing the parts. Corrected information (B)(6) 2020: the cause of the falsey depressed creatinine test result is unknown. Section h6 conclusion code was updated.

Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely depressed creatinine (crea_2) test result was obtained from an atellica ch 930 instrument. Siemens evaluated the available data and found an indication of a reagent delivery issue for the sample. It was also observed that the instrument had posted a "dilution arm: pressure transducer: sample abnormal aspiration" message and a "dilution arm: pressure transducer: sample clog detected" message. The potential cause of the falsely depressed crea_2 test result was a reagent delivery issue. The instrument is performing within specification. No further evaluation the instrument is needed.

Event description:
A discordant, falsely depressed creatinine test result was obtained from an atellica ch 930 instrument. The initial result was not reported to a physician(s). The same sample was repeated on the same instrument and a higher test result was obtained. The repeat test result was reported as the correct result to a physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatinine test result.